Event description:
It was reported that low impedance and noise were observed on the atrial lead. On 05/15 the lead noise could be reproduced by pushing over the pacer pocket. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.